Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (curity btr). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient's blood oxygen saturation fluctuated between 95% and 96%. The doctor performed nasotracheal intubation at the bedside. The tracheal tube specification was 7.0mm and the exposed scale was 11cm. After intubation, the patient's blood oxygen rose to 100%. The patient underwent open reduction and internal fixation of bilateral mandibular fractures. A second-stage pressure ulcer of approximately 0.5cm×0.5cm was found below the nasal cavity of the patient's nasotracheal tube. To avoid further damage to the skin, hydrocolloid protection and cotton ball decompression were given.